Event description:
It was reported that the customer was hospitalized for low blood glucose levels and seizures. The blood glucose reading was 50 mg/dl. The customer stated that her sensor had not informed her of the low blood glucose reading, and for that reason, she had discontinued its use. She noted that she had had a high blood glucose reading of over 600 mg/dl prior to the low blood glucose event. She stated that she had emergency medical services treat her with an intravenous drip and refused to be transported to the emergency room. However, the customer stated that she ended up in the hospital that same day due to rebounding badly from overcorrection. The perceived cause of the low blood glucose was unknown and the customer had been sleeping prior to the event. She also reported that she was very brittle and that she could have unexpected high or low blood glucose for no reason without change in lifestyle. The low blood glucose was treated with dextrose, juice and food. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.